Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified it to be underweight, a crease fold and an opening. A microscopic analysis was performed which identified a sharp crease opening on the posterior and a non-penetrating nick. Based on the device analysis the final assessment is: a sharp crease opening on the posterior due to a fold flaw opening. Also observed was a non-penetrating nick. Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.